Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pacing lead product ID 419678 implantable pacing lead (B)(6) 2011, 6935 implantable tachy lead (B)(6) 2011, 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the device's battery voltage exhausted in two years. Also, the left ventricular (lv) lead had high voltage pacing. Both were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.